Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of a set of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by a clinician that she had a cracked and leaking needle. No other information was provided.